Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that during use of the device for the infusion of insulin, the patient was required to alter the orientation of their infusion site and tubing. According to the patient, their blood glucose levels rose to 400 mg/dl due to the delay in insulin therapy. The patient reported that they administered an insulin inject to resolve their high blood glucose. No permanent adverse effects to patient reported.